Event description:
This ra lead was capped and replaced due to it not performing well and having low p-wave-undersensing. The physician chose to replace it because it looked like the suture sleeve appeared to be too tight. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.